Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a review of the device history records was performed and no complaint related issues were found. The device was received on jan. 28, 2014. The visual inspection of the device showed no teeth deformations on the locking feature or body teeth¿s as they would be expected if the device had been tensioned and locked as per the design intent. The device was closed during the investigation and locked as per the intent. As part of the device investigation the locking head was opened (removal of the back wall) and a small deformation was identified on the locking feature tooth. No design related root causes for the implant failure was identified. The deformation on the returned device locking feature should by itself not been the root cause of the device failure. Based on previously returned devices with similar deformations the root cause is most likely related to the removal of the needle through ¿twisting.¿ this type of needle removal increases the cross sectional area of the ¿device end¿ which will then deform and damage as seen in this returned device the locking feature teeth. The technique guide of the system states that the needle must be cut off the device with a standard cutter to create a clean cut. Therefore this device failure is deemed user related.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported on (B)(4) 2014 that during surgery on (B)(6) 2013 the patient had their sternum closed in a previous operation on (B)(6) 2013 with a combination of 1 sternal zipfix implant around the manubrium area and sternal wires in the body of the sternum. The patient didn¿t heal well and the surgeon requested the titanium sternal fixation system (tsfs) for a secondary procedure. When removing the zipfix implant it popped open and would not stay together when the end of the implant was fed through the locking head. Pressure was applied and the construct easily opened up. The product defect was not relevant to the health of the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.